Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No unexpected frozen display during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and loose/shifted end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 143 mg/dl. The customer gets to main menu and button start to freeze and not respond. The customer stated he is playing golf and it started to rain. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.